Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The device returned without the burr loaded on it; however, analysis performed on the related rotapro tw# (B)(4) concluded that the rotawire could be removed with resistance due to the kinks observed on it. The body of the guidewire was kinked. The kinks on the body were measured from distal to proximal and the distances where the kink were found are the following: 1-94.5 in and 2-117.0 in. The proximal section was kinked. Microscope inspection revealed that the spring tip was observed bent.

Event description:
It was reported that device entrapment occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.75mm rotapro and a rotawire drive were selected for use. During the removal of the rotapro out of the body, the wire got stuck inside. Therefore, it was removed along with the rotapro. The procedure was completed with this device. There were no patient complications. It was further noted that it was the rotapro 1.50mm that had an issue, while the rotapro 1.75 was used as a second device and completed the procedure.

Event description:
It was reported that device entrapment occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.75mm rotapro and a rotawire drive were selected for use. During the removal of the rotapro out of the body, the wire got stuck inside. Therefore, it was removed along with the rotapro. The procedure was completed with this device. There were no patient complications.

Event description:
It was reported that device entrapment occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.75mm rotapro and a rotawire drive were selected for use. During the removal of the rotapro out of the body, the wire got stuck inside. Therefore, it was removed along with the rotapro. The procedure was completed with this device. There were no patient complications. It was further noted that it was the rotapro 1.50mm that had an issue, while the rotapro 1.75 was used as a second device and completed the procedure.